Manufacturer narrative:
Device was used for treatment, not diagnosis. Lot number was identified upon receipt of subject device. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. Corrected data: correct synthes manufacturing facility was identified by lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: the complaint condition for the returned 2.0mm drill bit (part 323.062 / lot 9776749) was likely caused by a collision with something harder than bone during surgery; however, this complaint is not likely a result of any design related deficiency. The 2.0mm drill bit is an instrument routinely used in the 2.7mm/3.5mm lcp distal fibula plates system. The device was returned and reported to have broken during surgery. This condition is confirmed; there is a slanted homogenous fracture surface approximately nineteen (19) millimeters from the beginning of the drill bit fluting. It is likely that the device collided with something harder than bone during surgery, which then led to this complaint condition. The device was manufactured in january, 2016 and is only a few months old. The balance of the returned device is in otherwise fairly good condition consistent with its age. The relevant drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A distal fibula open reduction and internal fixation (orif) procedure was completed on (B)(6) 2016. Routine postoperative x-rays were taken and it was discovered the drill bit had broken off intra-operatively and was embedded in the bone. It was reported the scrub tech never reported the fragment during the procedure. The surgeon decided to leave the fragment in place and not re-open the patient to remove it. The patient outcome is reported as fine. There was no surgical delay or additional intervention required. This is report 1 of 1 for (B)(4).